Manufacturer narrative:
The speaker was returned to philips for evaluation. Philips performed the following tests: the speaker was tested over night and a shake test was also performed with no interruptions. The reported problem could not be confirmed. The customer had already ordered a replacement speaker and replaced it, which resolved their issue. Manufacturer report number.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was a defective speaker. The customer ordered a replacement speaker to resolve the issue. The reported problem was confirmed. No further action is necessary at this time. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that the device was experiencing an intermittent speaker failure. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.